Manufacturer narrative:
Block d4 and h4: the complainant was unable to report the upn/lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event gel misplaced - non-vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar device was implanted during a spaceoar placement procedure on (B)(6) 2023. Fiducial markers were placed transperineally. The procedure was performed under monitored anesthesia care (mac). It was noted that the hydrodissection was challenging. The computed tomography (CT) on the same day of the procedure, showed the hydrogel was split in two but generally in the correct location the magnetic resonance imaging (MRI) showed the hydrogel is in the prostate capsule near the apex and just posterior to the urethra. On magnetic resonance imaging (MRI) a lesion on the right side of the base, above the hydrogel was seen. The patient has no urinary symptoms. The patient current condition reported as asymptomatic at the time of this reported.

Manufacturer narrative:
Additional information block b5 and block h6 have been updated based on additional information received march 06, 2024. Block d4 and h4: the complainant was unable to report the upn/lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event gel misplaced - non-vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar device was implanted during a spaceoar placement procedure on (B)(6) 2023. Fiducial markers were placed transperineally. The procedure was performed under monitored anesthesia care (mac). It was noted that the hydrodissection was challenging. The computed tomography (CT) on the same day of the procedure, showed the hydrogel was split in two but generally in the correct location the magnetic resonance imaging (MRI) showed the hydrogel is in the prostate capsule near the apex and just posterior to the urethra. On magnetic resonance imaging (MRI) a lesion on the right side of the base, above the hydrogel was seen. The patient has no urinary symptoms. The patient current condition reported as asymptomatic at the time of this reported. Additional information received on march 06, 2024. It was further reported that the patient, proceeded with stereotactic body radiation treatment (sbrt). He received treatment every 5 days. The patient also experienced obstructive symptoms, but at his three month follow up, the patient was fine.